Manufacturer narrative:
The purpose of this contact was to inquire if super poligrip powder and the super poligrip adhesive cream could cause lungs to fill with fluid and cause congestion. The consumer spontaneously mentioned that he had experienced his lungs filling with fluid, congestion, chest pain, bronchitis, clear phlegm and was wondering if there was something in the product that he was allergic to. Consumer also questioned if he could possibly be getting some of the product into his lungs instead of his stomach. This case was reported by a consumer and described the occurrence of lungs filling with fluid, possible aspiration, allergic reaction, congestion, chest pain, bronchitis, clear phlegm, coughing, leg pain, rattling in chest, wheezing at night in a male consumer presently (B)(6). Consumer reported that he recently got his dentures and used super poligrip powder that was given to him by his dentist until he was able to get the adhesive cream. Consumer reported that he was taking zyrtec while visiting in a different state as a preventive for allergies due to high pollen count. Consumer reported that 2 - 2 1/2 weeks after returning home, he started to experience chest pain and coughing and a lot of clear phlegm. Consumer reported that he also experienced rattling in his chest and wheezing at night for which he took an expectorant which helped to clear it up. Consumer reported that on (B)(6) 2011, he experienced chest and leg pain so he went to the local urgent care where he was sent to the ER due to the chest pains. Consumer reported that he had a x-ray and CT scan done. Consumer reported that he was suppose to have a stress test but there was so much congestion that he was not sure if he could handle a stress test. Consumer reported that he did have the stress test done and it was fine. Consumer reported that he believed he received an IV antibiotic while at the hospital but did not know the name of the antibiotic. Consumer was discharged to home on (B)(6) 2011 with a diagnosis of bronchitis. Super poligrip powder and super poligrip cream are mfg in (B)(4). The lot numbers for these products are available, super poligrip powder (lot number n10461) and super poligrip cream (lot number r10472). It is unk if the products will be returned for quality testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of lung congestion in a (B)(6) male pt who received super poligrip denture adhesive powder (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included acid indigestion, anxiety, high blood pressure, penicillin allergy and seasonal allergy. Co-suspect medication included super poligrip original denture adhesive cream (formulation unk). Concurrent medications included cetirizine hydrochloride (zyrtec), "respiridone" (unk), ranitidine hydrochloride (zantac), doxazosin, clonazepam, frusemide (furosemide), lisinopril and metoprolol tartrate (lopressor). On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip products, the pt experienced lung congestion, fluid in lungs (nos), chest pain, bronchitis, phlegm, cough, nocturnal wheeze, rattling in chest, leg pain, allergic reaction, aspiration, x-ray, CT scan and stress test. The pt was hospitalized. The pt was treated with expectorant, salbutamol sulphate (albuterol), prednisone and antibiotics (antibiotic). Treatment with super poligrip denture adhesive powder was discontinued. At the time of reporting, the outcome of the events was unk.